Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows significant traces of intense usage as evidenced by scratches, dents, and nicks all over the surface. Both the pieces of the broken plate were returned for investigation and evidence of forced usage were found on them. The breakage pattern reveals that the neck region of the plate was under continuous loading and bending forces which resulted into the breakage of the plate into two parts. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user related issue. The failure was caused by application of loading and bending forces which led to breakage. Also the fact that another companies device was used cannot be overlooked. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "the plate was broken during bending of the plate in this case of combination with another company's anchor for acromioclavicular joint dislocation." Another plate was used to complete the surgery.

Event description:
As reported: "the plate was broken during bending of the plate in this case of combination with another company's anchor for acromioclavicular joint dislocation." Another plate was used to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.